Event description:
The customer reported to olympus, the evis exera duodenovideoscope wire-fiber stuck out at the albaran bridge when the cover of the distal end was removed while cleaning the device during reprocessing. The endoscopic retrograde cholangiopancreatography procedure (ercp) prior to reprocessing was completed without complication. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the distal end forceps raiser wire was broken. In addition, the connector had a leak, distal end light guide rod lens (1x) chipped, distal end lens glue (1x) chipped, distal end hold ring had a scratch and dent, bending section glue separated, connecting tube had a scratch on the pocket-pouch, buckled and had a wrinkle, air /water nut and suction cylinder nut paint was peel off, universal cord had a scratch and discoloration, angulation play, angulation less or specified value, connector scope ID unit had a malfunction, and charge-coupled device unit cable was too short. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: I) fatigue accumulated on a wire (identified as the "k-wire") by repeated operation of the forceps elevator. Then, the wire got snapped. Ii) the user kept using the subject device with the snapped but non-raising k-wire (following unsnapped k-wire) without detecting it. Iii) thereafter, the snapped wire was caught in the distal cover when the cover was attached to the device. Or, the snapped wire was contacted by the cleaning brush during the brushing process on the distal end and got bent. Since the instructions for use (IFU) (operation manual) sates as follows, the suggested event can be detected at inspection prior to use: ¿3.2 inspection of the endoscope: inspection of the forceps elevator mechanism: inspection for smooth operation: visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope.¿ olympus will continue to monitor field performance for this device.